Event description:
Pt tested on their one touch basic meter and got blood glucose result 109mg/dl. Pt then took 25 units of 70/30 and ate chicken and mashed potatoes with water. After 2 hours, pt went to the doctor's office. Pt took a blood test on their doctor's meter and got a reading of 500mg/dl. The physician treated pt with an IV of glucose. Pt reported symptoms of feeling shaky. Pt is using thier meter without the test strips holder and is receiving "battery" icon messages. Also the meter is not coded to match the test strips.